Event description:
The customer reported a secondary infusion of carboplatin was ready to administer for 15 minutes (272ml/hr), but was having concomitant flow with the primary line of ns 250ml. The secondary was well seated into the smartsite with the vent open. The height of the bag and the pump was changed without success. Forty five minutes after the infusion the patient had an unspecified reaction to the carboplatin. The rn was unable to report how much of the medication was given to the patient. There was no lasting patient harm.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported a secondary infusion of carboplatin was ready to administer for 15 minutes (272ml/hr), but was having concomitant flow with the primary line of ns 250ml. The secondary was well seated into the smartsite with the vent open. The height of the bag and the pump was changed without success. Forty five minutes after the infusion the patient had an unspecified reaction to the carboplatin. The rn was unable to report how much of the medication was given to the patient. There was no lasting patient harm.

Manufacturer narrative:
Additional information received from the customer determined that this complaint is no longer MDR reportable.

Event description:
The customer reported a secondary infusion of carboplatin was ready to administer for 15 minutes (272ml/hr), but was having concomitant flow with the primary line of ns 250ml. The secondary was well seated into the smartsite with the vent open. The height of the bag and the pump was changed without success. The rn was unable to report how much of the medication was given to the patient. There was no lasting patient harm.